Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. One opened probe was received with no tip protector, in a tray with other items, for the report of did not actuate during surgery. At the time of sample receipt it was observed that the probe needle was bent at the stiffener sleeve and that the aspiration tubing is bent. Bent aspiration tubing would not contribute to the reported actuation failure. The returned sample was visually inspected and found to be non-conforming with the probe needle completely bent down at the stiffener. The sample was then functionally tested for actuation, aspiration, and cut and was found non-conforming for all three functional tests. The probe was disassembled and the components inspected. Degree of wear could not be determined; the inner cutter broke off in the needle while trying to extract it. The extension pulled out of the coupling. No presence of adhesive was observed on the extension when held under ultra-violet (uv) lighting. The complaint evaluation confirms that the probe had a an actuation issue. The evaluation also indicated that the probe had a cut failure and, unrelated to the reported event, that the probe had an aspiration failure. The most likely root cause for the observed non-conformances is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft and can also impede, or fully obstruct, aspiration flow through the probe. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery, as stated in the complaint description. A secondary contributing factor to the observed non-conformances is the separation of components within the probe. How and when the components became separated cannot be determined from this evaluation. A potential root cause is adhesive bond failed, causing the extension to detach from the coupling. An exact root cause for the bent needle and bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to these non-conformances was taken. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not actuate at the beginning of the procedure. The condition of aspiration is unknown. The surgery was completed after replacing the pak with another one. There was no patient harm.